Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a problem when trying to charge their implanted neurostimulator. Patient stated the recharger didn't want to stay on excellent, but instead wanted to stay at good quality. Patient stated they would reset the charging session, and when they did, they could get to excellent quality, but then the paddle would get hot. Patient denied any visible damage to recharging cord. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"H3: 97755-s, was returned for product analysis. Analysis found the rtm never got hot after running it for 10 mins and white arrow rubbed off connector. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.